Event description:
The pt (B)(6) received their scs system on an unk date. It was reported that the extension was giving invalid readings on some contacts. A new extension was used and the problem was resolved. The extension was returned to ans for eval. No further info is available.

Manufacturer narrative:
Result: extension fails continuity channels 1 and 5. Has broken wires in the header. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.